Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed in the vessel. An attempt was then made to reinsert the guide wire in order to remove the second prostyle device; however, there was difficulty inserting the guide wire. Under fluoroscopy, it appeared that the guide wire could not pass through the hemostatic valve 5-6 cm from the distal end. The proximal end of the guide wire had been inserted successfully once. However, the physician decided to not to proceed with the procedure as the guide wire was in the reverse direction. An attempt was then made to insert the distal end of the guide wire; however, it could not be inserted. After several attempts to insert the guide wire, the device also became stuck and could not be removed. Therefore, the device was removed together with the guide wire as single unit. The cut-down technique was used to place the surgical suture in the puncture site. The procedural sheath was inserted, and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guidewire and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. There was no abnormality observed in the device coating to inhibit the removal of the device, nor in the check valve to inhibit the re-insertion of the guide wire. Factors that contribute to difficulty inserting the device over the guide wire include, but not limited to, patient femoral vessel/anatomy variables, skin incision was not large enough to accommodate outer diameter of device or guide wire lumen obstruction/ occlusion and or kinking of the sheath. Factors that contribute to difficult to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot, and interaction with the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H10: addtl mfg narrative ¿ updated.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guidewire and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty inserting the device over the guide wire include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device or guide wire lumen obstruction/ occlusion. Factors that contribute to difficult to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.